Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported issue was confirmed. However the definitive root cause could not be determined. Additionally, due to the air leak and water invasion that was confirmed during repair and inspection, it was assumed that the corrosion of the bending mechanism due to water invasion caused the angulation to stop moving, preventing the sliding motion. The instruction manual operation manual or instruction for use (IFU) for uretero-reno videoscope urf type v ¿ chapter 3 preparation and inspection 3.2 inspection of the endoscope¿ describes the methods for inspection on the suggested event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the videoscope exhibited corrosion on the angle mechanism, bending section could not be controlled. There were no reports of patient involvement.